Event description:
The operative report received from the user facility states that the cannula end came loose and imbedded itself through the iris resulting in a blunt peripheral iredectomy. The cannula was carefully removed and no vitreous loss was detected.